Manufacturer narrative:
A2: age at time of event: reported as 63. Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade showed damage in the form of stretching and a fracture of the shaft. The fracture was located 2.5cm from the hub. The device was not completely separated, the inner liner was still attached. The distal end of the shaft showed multiple kinks and bends located from the tip, proximally to 28cm.

Event description:
It was reported that proximal part of the device was separated from its shaft. A 135/20 renegade hi-flo kit was selected for use in the prostate. During preparation for the procedure, after the device was flushed and pulled out smoothly and slowly from inside the sheath, the proximal part was noted to be separated from it's shaft. The device was removed. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Age at time of event: reported as (B)(6).

Event description:
It was reported that proximal part of the device was separated from its shaft. A 135/20 renegade hi-flo kit was selected for use in the prostate. During preparation for the procedure, after the device was flushed and pulled out smoothly and slowly from inside the sheath, the proximal part was noted to be separated from it's shaft. The device was removed. The procedure was completed with another of the same device. No patient complications reported.